Event description:
Healthcare professional (hcp) reports a fiber leak noted on reuse number 7 at the onset of treatment noted by visible blood in the dialysate lines and a blood leak alarm. This was not confirmed by hemastix due to visible blood. Treatment was continued with new disposables without incident. Estimated blood loss was 250cc. No pt injury or medical intervention reported.